Event description:
It was reported that the device delivered inappropriate shocks due to sensing issue on discrimination channel. Device reprogramming was made. There were no adverse health consequences, the patient was stable.